Event description:
It was reported that during the implant of the extravascular (ev) lead, there was quite a lot of loose connection type oversensing/interference when measuring the r-wave after the lead was tunnelled to the device pocket. Initially, a clean signal was observed before tunnelling. The surgeon looked for any potential sources to no avail, which included changing the analyzer cables with the same results. The only positive change happened when the grey analyzer adaptor was changed. However, when the lead was connected to the device, the sensing counter increased significantly. The connection with the device, the screw, and the connector were triple-checked, and the impedance was found to be fine. Ultimately, the ev-lead was removed and a new ev-lead was implanted instead, and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.